Event description:
It was reported that the patients implantable pulse generator (ipg) incision was not closing due to poor wound healing. The physician prescribed antibiotics. It was unknown if the device or procedure caused or contributed to the patients complication. Additional information was received that the physician have not heard from patient since starting antibiotics.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's implantable pulse generator (ipg) incision was not closing due to poor wound healing. The physician prescribed antibiotics. It was unknown if the device or procedure caused or contributed to the patient's complication.